Manufacturer narrative:
Other text: h2: see a1, b5 and h6(patient code).

Event description:
Additional information was received indicating that the issue occurred during testing and there was no patient involvement.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. During analysis, the reported issue was able to be duplicated. It was noted that the cause of the issue was a speaker beeper failure, device speaker sound low was distorted. Service recommended replacing both piezo's-front / rear. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that the audio of a smiths medical cadd solis vip pump was too low even when it set to high. No adverse effects were reported.